Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture: behind display lens) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the pump black box showed evidence of short battery life with a 14-count voltage drop leading to a cs128 warning on 06/26/20/17. During investigation, the battery compartment was observed to be cracked at threads on the side and below the grip pad. The returned battery cap was undamaged and was able to fit securely to the pump. Moisture corrosion was observed in the battery canister and on the battery cap. A leak test revealed a battery compartment leak. The pump was powered on and emitted a cs 128 alarm upon confirming the verify screen. The pump¿s cover was removed, and additional moisture corrosion was found to the cgm module. The complaint of a short battery life was duplicated during testing due to moisture corrosion in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.